Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was over 600 mg/dl, which was treated with insulin pump and manual injection. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime and insulin did exit both times. Customer removed site and cannula was not bent. Customer was advised that site may have been occluded. Customer reported that high blood glucose began that day. Customer changed infusion set and declined further troubleshooting for high blood glucose.